Manufacturer narrative:
(B)(4).

Event description:
A company representative initially reported that as per the patient's mother, the patient had a baclofen pump put in and the patient "got a bacteria from it". The patient's back "busted open" so the pump was removed 30 days after it was implanted. The indication for use regarding the pump was intractable spasticity and cerebral palsy. The manufacturer / type of baclofen, drug concentration, dose rate, and drug lot number were not reported. No further information was available. Additional information requested included clarification of baclofen intrathecal, drug therapy dates, other medications the patient received at the time of the event, medical history, troubleshooting performed including results of tests, and cause of event. A supplemental report will be provided as additional information becomes available.